Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation code was added: 3331. DHR review was completed for the subject lot number (63815653). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (B)(4) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63815653) for similar events and one (1) other relevant complaint was identified. Investigation has identified that the most likely probable causes are related to patient biological factors/condition and surgical technique. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). (B)(6). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #22 presented infection at the implant site and was removed. There were no adverse reactions after implantation. In the 3-month-follow-up, implant infection was found and inflammation occurred. The implant was removed for anti-inflammatory treatment. Symptoms as a result of the event: inflammation

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected information for the initial report 0002023141-2021-03007. The device expiration date has been updated/corrected from 31-october 2022 to 01-october-2022. The following sections are being reported: b4: date of this report was updated. B5: description of event was updated. D4: expiration date was updated/corrected. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: additional narrative/data was updated. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.